Event description:
The manufacturer received information alleging a ventilator o2 port is damaged. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging a ventilator o2 port is damaged. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the broken o2 connector was confirmed. The o2 connector was replaced to resolve the reported issue.